Manufacturer narrative:
Complaint conclusion: thirteen months post stenting of the right superficial femoral artery (middle and distal) with a smart stent, it was reported that the restenosis was found by angiography. Sixteen days later, the patient was treated by balloon angioplasty (poba). The patient recovered well. The smart stent had been placed in the target lesion without any issues. The lesion was not calcified and tortuous. The rate of stenosis was (B)(6). This is a case from (B)(6) smart pms for sfa and the case number is (B)(4). Multiple attempts to gather additional information have been made and have been unsuccessful. The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that the lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
Thirteen months post stenting of the right superficial femoral artery (middle and distal) with a smart stent, it was reported that restenosis was found by angiography. Sixteen days later, the patient was treated by balloon angioplasty (poba). The patient recovered well. The smart stent had been placed in the target lesion without any issues. The lesion was not calcified and tortuous. The rate of stenosis was 90%. This is a case from (B)(4).

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.